Event description:
It was reported that pump experienced repeated malfunction alarms identified as malf 12, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to attempt a pump reset, successfully reset pump without recurrence of malfunction, and planned to continue using pump while awaiting shipment of replacement pump under warranty, with an alternate insulin method available if needed.